Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the rep was in the operating room (or) for a case and unable to connect the tablet to the ins. Prior to calling before they were in the or, the rep was able to connect to the ins. When they were unable to connect to the ins they attempted to power cycle the tablet. The ins on prep table, communicator in cover. Prior to calling the rep rebooted the tablet. Moved the ins away from the table and then tried to connect, the tablet found the ins and tried to connect but got stuck while it was displaying the loading bar. The caller cycled power on the communicator, had the hcp turn the or lights off, and then attempted to connect to the ins. The tablet found the ins and successfully started the session without getting stuck on the loading bar screen. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported.

Event description:
Additional information from the rep indicated that the cause of the inability to connect to the ins is possibly surgical lights.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.